Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 12 synergy drug-eluting stent, the device was deformed upon removal from the protective sheath. The procedure was completed with a 3.5x16mm stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts in the center of the stent that were stretched and bent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found numerous hypotube kinks throughout the shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 12 synergy¿ drug-eluting stent, the device was deformed upon removal from the protective sheath. The procedure was completed with a 3.5x16mm stent. No patient complications were reported and the patient's status was good.